Manufacturer narrative:
Company representative evaluated the unit and found that the software was corrupted. Unit's software was configured and the unit was tested to factory's specifications.

Event description:
Customer reported the panorama central station displayed an error message, which may have affected telemetry monitoring. No patient injury was reported.